Event description:
During product evaluation, a fractured screw was found inside of the implant. Upon follow up, the customer stated that they did not know how or when the screw was fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided g4: PMA/510(k) number not available product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.